Manufacturer narrative:
The pump passed the functional testing, and was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump had intermittent button response due to corroded keypad traces. No button error alarms or moisture damage was noted on the electronic assembly/motor. The pump was received without the original battery cap. The pump had a cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip, a cracked case at the display window corner, a cracked lcd window and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported the customer's insulin pump had a button error alarm. The customer also reported the battery cap was cracked. The customer's blood glucose was 6.9 mmol/l. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additonal informatio provided.